Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was rise to over 400 mg/dl. The customer stated that she has used multiple different infusion sets and all the cannulas were bending under her skin and causing her blood glucose to rise. It was unknown that whether the customer was using auto mode was not. The insulin pump will not be returned for analysis.